Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to lead noise. Additionally, low lead impedance was also noted. Clavicle crush was suspected. The lead was explanted during a device change out for eri. The patient condition was stable throughout the procedure.

Manufacturer narrative:
A partial lead with the distal tip measuring 45.0cm was returned for analysis. External insulation abrasion was noted at 40.1-40.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. Insulation damage was noted at 32.0-33.8cm from the distal tip consistent with clavicle crush damage. The rv conductor insulation was abraded and inner coil was exposed at this location. This is consistent with the observation from the field noise, inappropriate hv output, and low lead impedance.